Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the time of use, the trocar was not sealing, thus returning co2 to the outside of the abdomen.